Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457445 lead. (B)(4).

Event description:
It was reported that the patient was experiencing symptoms of bradycardia. The right ventricular lead was found to have high threshold, no capture and had dislodged. The lead was revised and remains in use. The atrial lead also dislodged, was revised and remains in use. No further patient complications have been reported as a result of this event.